Event description:
It was reported that the hospital has had an instance where a patient has gotten their arm stuck in-between the rails on the stretcher crib. No injury was reported and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer alleged that there was no malfunctions with the product and reported that the patient was unattended at the time of the alleged event. It was confirmed that there was a training to ensure prevention of this event in the future. The customer did not request evaluation of the device.

Event description:
It was reported that the hospital has had an instance where a patient has gotten their arm stuck in-between the rails on the stretcher crib. No injury was reported and no adverse consequence or clinically relevant delay in treatment was reported.